Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, a tiny hole was discovered in part of the PICC sitting within the secureacath, at a facility that did not implant the device. Patient's antibiotic therapy was interrupted, and patient had to return to the other facility to have her line removed and replaced with a new one. No other information was provided.

Event description:
It was reported by the customer, a tiny hole was discovered in part of the PICC sitting within the secureacath, at a facility that did not implant the device. Patient's antibiotic therapy was interrupted, and patient had to return to the other facility to have her line removed and replaced with a new one. No other information was provided. Additional information: he was able to confirm that the leak happened outside of the body. The split was noted in the exposed portion of the catheter which sits inside the securacath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6 cm and 7 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.